Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA uf/importer report #(B)(4) on 01/02/2019 with the following information: event: "during a robotic laparoscopic hysterectomy completion, all instruments were removed and the surgeon began closing. During the instrument count it was noted that the "tip cover accessory" was missing from the robotic monopolar curved scissors instrument/hand piece. Inspection of the instrument noted that the placed rf insulation tip was missing. Inspection of the instrument tray and surrounding area did not locate the tip assembly. An x-ray unit was brought into the surgery room and imaging did not reveal tip assembly. The patient was then sent for CT scan and imaging did reveal tip assembly still retained in patient. The patient was prepped for an exploratory laparotomy and the tip was recovered and sequestered for reporting and risk management. Surgical technicians did note that initial placement of the insulation tip was followed correctly to cover orange sight band located on the distal end of the robotic instrument. Biomedical also confirmed installation and removal of tip from hand piece followed normal interference fit requiring silicon assembly tool to assist in setting insulation tip in place. Tip assembly was used to protect handle curved scissors cabling and to provide rf isolation during monopolar electrosurgical activation. Both robotic monopolar scissors and tip assembly was sequestered for risk mgt and mfg follow up." Relevant tests/laboratory data: "test #1 visual and performance on [13/dec/2018] : biomedical inspection of hand piece noted no defects or burring on distal curved scissors end. The orange sight visual indicator band did not have any cuts or damage to the sleeve or axial securement rings. Inspection of the tip assembly did not show any cuts, stretching or abrasions to the sleeve. Both items were secured and handed off to surgery leadership and risk management for follow up with the manufacturer." Other remarks: "device #2 - lot number m10180718". As part of a legal dispute, isi received the following additional information regarding the reported event on 04/26/2019: the plaintiff's attorney alleges that "immediately following the procedure," the patient's "surgical team became aware that the monopolar curved scissors were missing their 'tip cover assembly,' and that the part could not be located. An x-ray and CT-scan confirmed that the part had come off inside the patient during surgery, and that additional, much more invasive, "surgery would be required to remove it."" "The plaintiff's attorney further alleges, 'this procedure included the complete removal of the patient's colon to gain access to the location and resulted in a 5-inch scar along her midsection.'"

Manufacturer narrative:
The tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the tip cover accessory for a monopolar curved scissors instrument fell inside the patient. The customer performed a CT scan and was able to identify the tip cover accessory. The tip cover accessory was retrieved and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical followed up with the customer and obtained the following additional information: the surgeon successfully retrieved the tip cover accessory. The customer indicated that an oil like substance might have been used during central processing.